Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis, and overall visual inspection the unit returned with a part of the device detached. The guidewire was returned, and it was observed that it was detached and bent at distal tip. B3: date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that guidewire tip detachment occurred. A 180x25cm fathom -16 guidewire was selected for use in a splenic artery angiography. However, during unpacking and shaping, part of the tip of the guidewire came off. A new guidewire was opened, successfully shaped, and used to complete the procedure. No patient complications were reported.